Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a pocket revision due to device migration and patient discomfort. During the revision, it was noted the left ventricular (lv) lead had no capture, high impedance, and had developed a fracture. The device remains in use. The lead was explanted and replaced. No patient complications have been reported as a result of this event.